Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reloaded the calibration files. The sys was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the sys would not produce fluoroscopic x-ray. No pt injury was reported.